Manufacturer narrative:
Investigation: investigation summary: a customer reported erroneous results (abnormal platelet count) using the bd vacutainer® plus plastic edta blood collection tubes (reference catalog number 367841, lot number 7340907). Bd pas did not receive samples or photos from the customer facility for evaluation, therefore, the investigation was limited. Bd pas performed internal testing (titration) on retention samples for which did not meet the established specifications. Also, bd pas performed a device history review (DHR) which did not identify any issues that could have contributed to the customer¿s reported failure mode and a review of the additive dispense process capability data confirmed that the dispense equipment for bd vacutainer® plus plastic edta blood collection tubes met established specifications. During the follow-up to obtain additional information required to conduct the complaint investigation, the customer did not provide a response. As a result, bd pas did not observe the customer¿s reported defect (abnormal platelet count). Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for platelet clumping with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes gave erroneous results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes gave erroneous results.